Event description:
The physician used the penumbra system reperfusion catheter 054 and separator 054 and was successful in removing some of the large clot burden. Upon removal of the penumbra system, the physician noticed that the distal portion of the catheter was "flat." The physician used the merci device and successfully removed some more of the clot, but the clot was still substantial. The physician then used the penumbra system again, using a new catheter, but using the original separator. The physician was aware that the distal separator tip was bent back, but continued to use the separator with the bulb portion of the separator exiting the catheter first. The physician suddenly noticed a large extravasation of contrast media near the common carotid bifurcation. The patient died on the table. The physician thought that the extravasation was the result of vessel perforation. Three attempts have been made to obtain additional information, but the lab manager has not responded. This MDR is associated with MDR 3005168196-2011-00426.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root problem cannot be determined. Vessel perforation and death are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Discarded by hospital.